Event description:
It was reported that the patient presented to the hospital and the lead exhibited fluctuating thresholds and a sensing anomaly. The lead was capped on (B)(6) 2015. The patient was noted to be in stable condition post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.